Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider regarding a patient's implanted infusion pump containing dilaudid (50mg/ml at 17mg per day). Indications for use included lumbar radiculopathy and spinal pain. It was reported that multiple motor stalls and recoveries occurred. The first stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016, the next stall was on (B)(6) 2016. It was unknown if the patient recently underwent magnetic resonance imaging (MRI), and no symptoms were reported. Additional information received on (B)(6) 2016 from the healthcare provider indicated that the pump would be replaced that afternoon. A tube set message was noted on (B)(6) 2016, and no final motor stall recovery was identified.

Event description:
Additional information received on (B)(6) 2016 stated the pump alarmed and was replaced. The caller did not know why the pump was replaced, and manufacturer was called and confirmed the pump had alarmed. Caller wanted to know if manufacturer could provide drug information since clinic did not provide a print out. The caller did not know the drug name, concentration, or dose. Caller was redirected to healthcare professional (hcp) to discuss medical questions and to obtain prescriptive information. No symptoms were reported.

Manufacturer narrative:
The pump ((B)(4)) was returned and analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear, or lubrication.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.